Event description:
It was reported that after the implant procedure was finished and patient was moved to recovering room, the patient developed a pericardial effusion and a pericardiocentesis was performed. The physician suspected vessel dissection when using the spittable outer catheter. The product will not be returned for investigation because it was discarded. The patient was discharged from the hospital in stable condition on (B)(6).